Event description:
One day after the initial surgery, the user reported pain and swelling around the ear. It was reported that this was likely to have been the result of an infection. The patient never used the device. The infection spread to the level of the implant. The device was explanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an infection at the implant site, which started one day after implantation surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. The explanted device was discarded and is not available for investigation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
One day after the initial surgery, the user reported pain and swelling around the ear. It was reported that this was likely to have been the result of an infection. The device was explanted.